Event description:
On (B)(6)2009, it was reported that sparks were allegedly seen coming from the v.a.c. Freedom power cord and a "popping noise" was heard while the device was plugged into a wall outlet at the healthcare facility. There was no injury to the pt or healthcare facility staff.

Manufacturer narrative:
The v.a.c therapy unit power adapter was returned to kci quality engineering for evaluation. Evaluation of the power adapter revealed evidence that sparking, electrical arcing or scorching may have occurred.